Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was having intermittent power spikes. The pt was readmitted and the center suspected pump thrombus.

Manufacturer narrative:
The pt remains on going with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.